Event description:
A 24mm diameter x 16.5cm length medtronic ave aneurx bifurcated stent graft was placed to treat an abdominal aortic aneurysm in a pt having narrow iliac arteries. Upon attempted removal of the delivery system runners from the deployed stent graft, the stent graft was pulled down from the target area into the aneurysm sac. Due to the graft's unintended position, the physician decided to remove the device and convert the pt to open repair. The pt is reportedly doing well. There were no additional clinical sequelae reported relative to the event. The device is pending return to medtronic ave for further investigation.